Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube, high voltage cable, and snubber board. The system operates as intended.

Event description:
The customer reported the system would not display a usable image. No pt injury was reported.